Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy and the cannula was visible; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The received device had the cannula assembly not deployed. Inspection of the device found post-use damages to the top housing, piezo, ratchet gear, soft cannula, formed needle, mechanism rails, and pcb assembly. The batteries were found to have insufficient power, and corrosion was observed on the top battery. Download data was not able to obtained due to pcb assembly damage. Due to these post-use damages, an investigation could not be conducted for the reported needle mechanism failure; a root cause could not be determined.